Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.0/+3.0/x176. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 11.5mm ticm115v4, -12.0/+3.0/x176 diopter implantable collamer lens in patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vault. The lens was exchanged for a longer length lens. This resolved the problem.